Event description:
The event was reported via the excellent study, the 77-year-old female patient with a history of atrial fibrillation and hyperlipidemia presented with a stroke on (B)(6) 2023. The patient presented to the treating hospital on the same day and was treated with an intravenous tissue plasminogen activator (tpa). The suspected origin of the embolism was undetermined. The patient¿s baseline nihss score, mrs (B)(6) score were not entered into the case report form (crf). The patient underwent an endovascular mechanical thrombectomy procedure on the same day,on (B)(6) 2023. A 5mm x 37mm embotrap iii revascularization device (et307537 / 22j003av) was used to target the occlusion at the m1 segment of the left middle cerebral artery (mca) via a rebar¿ 18 microcatheter (medtronic). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. A first pass (3 minute incubation time) resulted in an mtici score of 3 with clot retrieval in the aspirate. A guidewire (unspecified brand) and a 132cm embovac 71 aspiration catheter (ic71132ca / / 30879724) was used at the clot. No additional passes were made. On the same day as the procedure, it was reported that the patient experienced intracranial bleeding. The principal investigator (pi) assessed this event as moderate in severity, not serious, possibly related to the embotrap device, not related to the large bore catheter / embovac aspiration catheter, and possibly related to the primary study procedure. The patient is recovering, and the event is resolving. Additional information received on 27-feb-2023, indicating that no medication was given for the intracranial bleed. It was not considered a serious adverse event (sae), therefore, no prolongation of hospitalization. On 14-mar-2023, additional information was received from the study site. The following information was received: ¿no device issues was detected as discussed with prof. Mönninghoff so it was an error that was selected in the ecrf (possible relationship to embotrap). He will correct the entry in e-crf. Query was created.¿ on 17-mar-2023, additional information was received. The information was a communication between the clinical research associated (cra) and the principal investigator (pi). Per the pi, "there was this bleeding immediately after the thrombectomy passage. However, the device was not changed or defective. Maybe I ticked it wrong if the question means that a device defect must be the cause. However, the bleeding did not occur until after the mechanical thrombectomy."

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot: (22j003av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. The device performed as intended and no new patient consequences have occurred related to the use of the device. The reported outcome is not related to the device. Per the additional information received on 14-mar-2023, ¿no device issues was detected¿ and ¿it was an error that was selected in the ecrf (possible relationship to embotrap)¿. However, per the information provided, "there was this bleeding immediately after the thrombectomy passage. However, the device was not changed or defective. Maybe I ticked it wrong if the question means that a device defect must be the cause. However, the bleeding did not occur until after the mechanical thrombectomy." Although there was no reported device performance issue/malfunction, this event will be conservatively reported to the usfda reportable under title 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18- sep-2023. [Additional information]: on 18-sep-2023, modified information was received. The modified information included the following updates: if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event: "expected/anticipated¿ updated to ¿n/a (does not meet above criteria)." If event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event: "n/a (does not meet above criteria)" updated to "unexpected/ unanticipated." The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR is to include the additional/modified event information received on 04-jul-2023. [Additional / modified information]: on 04-jul-2023, modified information was received. The information indicated that the event is considered serious. The outcome is ¿recovered / resolved.¿ the adverse event is ¿expected/anticipated.¿ updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional/modified event information received on (B)(6) 2023. [Additional / modified information]: on (B)(6) 2023, modified information was received. Per the information, the relationship of the adverse event of ¿intracranial bleeding¿ to the embotrap iii device was updated from ¿possible¿ to ¿not related.¿ the relationship of the adverse event of ¿intracranial bleeding¿ to the primary study procedure was also updated from ¿possible¿ to ¿not related.¿ this complaint file was discussed with the medical safety officer (mso) on (B)(6)2023. His assessment was as follows: ¿as the bleeding was seen after the use of the device it remains reportable as a possible contributor to the bleed. Our stance will remain as possible based on the information received regardless of any downgrading by the pi in the study report¿. Intracranial hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. The device performed as intended and no new patient consequences have occurred related to the use of the device. The reported outcome is not related to the device. Per the additional information received on (B)(6) 2023, ¿no device issues were detected¿ and ¿it was an error that was selected in the ecrf (possible relationship to embotrap)¿. However, per the information provided, "there was this bleeding immediately after the thrombectomy passage. However, the device was not changed or defective. Maybe I ticked it wrong if the question means that a device defect must be the cause. However, the bleeding did not occur until after the mechanical thrombectomy." Per modified information received on (B)(6) 2023, the relationship between the study device and procedure was updated from ¿possible¿ to ¿not related¿. However, per the discussion with the mso ¿as the bleeding was seen after the use of the device it remains reportable as a possible contributor to the bleed. Our stance will remain as possible based on the information received regardless of any downgrading by the pi in the study report¿. Although there was no reported device performance issue/malfunction, this event will be conservatively reported to the usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on (B)(6) 2023. [Additional information]: modified information was received on (B)(6) 2023. The following information was updated as related to the reported intracranial bleeding event. The following fields in the case report form (crf) and in the clinical database were updated: the answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from ¿unexpected/ unanticipated" to "expected/anticipated." Relationship to embotrap was updated from "not related" to "probable." ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "expected/anticipated" to "n/a (does not meet above criteria)." ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "n/a (does not meet above criteria)" to "expected/anticipated." ¿relationship to primary study procedure:¿ was updated from "not related" to "causal relationship." ¿relationship to embotrap:¿ was updated from "probable" to "not related." The modified information received on (B)(6) 2023 has been reviewed. The event of ¿intracranial bleeding¿ has been deemed reportable to the usfda due to the event occurring on the same day as the surgical procedure; therefore, the correlating relationship between the event and used device cannot be ruled out completely. Additionally, per the information available in the crf at the time of this review, the event was assessed by the pi as a serious adverse event, and the event resulted in prolonged hospitalization. Intracranial hemorrhage is a known complication associated with the use of the embotrap device and is mentioned in the embotrap iii instructions for use (IFU) as such. The device performed as intended and no new patient consequences have occurred related to the use of the device. The reported outcome is not related to the device. Per the additional information received on (B)(6) 2023, ¿no device issues were detected¿ and ¿it was an error that was selected in the ecrf (possible relationship to embotrap)¿. However, per the information provided, "there was this bleeding immediately after the thrombectomy passage. However, the device was not changed or defective. Maybe I ticked it wrong if the question means that a device defect must be the cause. However, the bleeding did not occur until after the mechanical thrombectomy." Per modified information received on (B)(6) 2023, the relationship between the study device and procedure was updated from ¿possible¿ to ¿not related¿. However, per the discussion with the mso ¿as the bleeding was seen after the use of the device it remains reportable as a possible contributor to the bleed. Our stance will remain as possible based on the information received regardless of any downgrading by the pi in the study report¿. Although there was no reported device performance issue/malfunction, this event will be conservatively reported to the usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified information received on 18-apr-2025. [Additional / modified information]: on 18-apr-2025, a clinical event committee (cec) adjudication for the adverse event ¿intracranial bleeding¿ was received. The relationship of event to the embotrap study device and to the embovac large bore catheter were assessed as ¿possibly related.¿ the relationship of event to the study procedure was assessed as having a ¿causal relationship.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.